Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim display. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a dim display even when the device was on the brightest settings. The customer attempted to adjust the brightness setting, but the display was still dim. The customer requested the part number to upgrade lcd (liquid crystal display) to the 2nd generation version. The customer was then provided part numbers. Investigation is ongoing.

Manufacturer narrative:
H10: the repair for this device cannot be conducted at this time, due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of the device. The material ordered, user interface printed circuit board assembly (ui pcba), aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.